Manufacturer narrative:
Date of event is estimated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were having really bad urgency at the time of the call and they did not have any kind of bleeding or pain so they wanted to increase the voltage. They had not had any falls/trauma. She had this bad urgency for about the last week and a half. It was even worse at night than it was in the day time. She had a lot more accidents at night. She was feeling stimulation. The patient was at 1.1 volts and stimulation was currently on. She was assisted in moving the amplitude up to 1.2 volts and was going to try this setting for a few hours. At about two months later, additional information received from the consumer reported that the circumstances leading to the bad urgency and accidents remains unknown. It was noted that the patient increased the stimulation which did not help. Then she went to see her doctor and he did an ultrasound and gave her medication that corrected the problem. At the time of this report the patient was just fine. She was at 1.4 and was doing well. Additional information received from patient on (B)(6) 2017 reported that she was in the process of moving, so her antenna was packed away. During the call, it was noticed that the therapy was not on, the patient was able to turn stim on but was not able to increase stim because she kept getting the poor communication screen. Patient stated ¿ all of this urgency with my bladder¿. The change in symptom was considered sudden. Patient indicated she went to managing healthcare provider on (B)(6) 2017. Patient also reported hcp had all these things for her to try but she did not have time since she is the process of moving. The indication-for-use (IFU) was gastrointestinal/pelvic floor. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.